Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant and failed back syndrome - other. It was reported that the patient changed the batteries in the personal therapy manager (ptm) on (B)(6) 2017 and since then she has been seeing an '8474' error code which indicates a pump reset. The patient reported beeping from the ptm and that the pump was not beeping. There were no reported symptoms and no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that her pump was not working again because she was getting a 8474 code on her ptm. The hcp confirmed the pump needed to be replaced and if they reset the pump the issue will just keep happening. The patient stated she was not told the specific reason for the critical alarm code during her previous trip to the doctor's office. The issue was not resolved at the time of the report. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-jan-15. It was reported that the pump was at end of life and the elective replacement indicator (eri) was in 1 month. The patient reportedly did not want a new placement at the time of report, and the hcp had no other options except to reset the pump in the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported that on an unknown date, the patient underwent magnetic resonance imaging (MRI) for their back. It was noted that the MRI was unrelated to the pump. The patient's ptm worked for about 1.5 weeks after the MRI. The patient did not have the pump checked after the MRI. In (B)(6) 2018, the patient saw an 8474 code on their ptm. The patient's last refill was in (B)(6) 2017 or (B)(6) 2017. The patient reportedly experienced a return of pain in the neck and back and was to follow-up with a healthcare provider. At the time of report, the pump was infusing fentanyl (dose and concentration unknown).